Event description:
It was reported that during routine generator exchange that undersensing was noted on the atrial lead. Programming changes were performed to address the issue. The patient condition was unknown.

Event description:
New information received notes the patient condition was stable.